Manufacturer narrative:
This report is being submitted as part of a system level review; which will include an investigation of all potential fresenius products being used at the time of the event. The device was not returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported a patient had a history of peritonitis. Per the pdrn the patient was diagnosed with peritonitis on (B)(6) 2015, as indicated by highly elevated wbc count. Per pdrn the patient practiced aseptic technique when completing peritoneal dialysis treatments and it was unknown what may have attributed to the peritonitis episodes. There were no repoerted fluid leaks during treatment prior to infection. The nurse stated the patient was not hospitalized for the episode of peritonitis and was treated in-clinic. As of (B)(6) 2015, the patient had revered to hemodialysis treatments, and the complaint of discomfort and signs and symptoms pf peritonitis had resolved. Medical records were requested.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. Device history review was performed and found no non-conformance reports or other abnormalities during the assembly of this lot. The product involved met current specifications. In addition, the device record review confirmed the labeling, material, and process controls were within specification. The system level review of cycler and concomitant products found no indication that the products caused or contributed in any way to the clinical event.

Manufacturer narrative:
Medical records were reviewed by post market surveillance staff. Based on the 18 pages of medical records information it appears that this 47 year old male esrd patient on pd therapy, had pd fluid laboratory results that showed moderate white blood cells and was diagnosed with peritonitis, on (B)(6) 2015. The patient's pt nurse reported that the patient practiced aseptic technique when performing pd treatments and it is unknown what may have attributed to the episode of peritonitis. The nurse stated the patient was not hospitalized for the episode of peritonitis; was treated in his pd clinic, and there were no reported fluid leaks during the pd treatment prior to infection. As of (B)(6) 2015, the patient reverted to hemodialysis treatments, and the complaint of discomfort and signs and symptoms of peritonitis had resolved. The received medical record does not contain dialysis treatment records, progress notes, physician orders, or medication records. There is no documentation in the medical record supporting a possible association between the cycler, cassette, dialysate, and the event of peritonitis. The patient presented in clinic and was diagnosed with peritonitis on (B)(6) 2015. Peritoneal dialysis patients with end stage chronic renal failure are generally immunocompromised, with increased risk of peritonitis, while on pd replacement therapy. Moreover, peritoneal catheter placement breaks the natural barriers that prevent microorganisms to reach sterile environments like the peritoneum.